Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. Elevated blood glucose was addressed by manual dose injection. The customer changed pump supplies and successfully resumed insulin delivery.